Event description:
There was leakage from the connection between the patient adaptor and ti-adaptor. The set had been in use for 7 days. There was no patient injury or medical intervention associated with this complaint.